Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the 9425tru airlife® arterial blood does not fill after the needle is inserted into the artery. Additionally, before the defective syringe is replaced, blood from the syringe spills. There was patient involvement but no harm noted.